Event description:
It was reported that pump screen appeared dark and would not turn on, and later that pump screen was frozen and would not respond to touch, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset without success, then switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, provided instructions for storage mode and return of problematic pump, and advised customer to set up pump settings and reconnect continuous glucose monitor on replacement device.